Event description:
(B)(6) 2024 (B)(4) (con): information was received from a patient regarding an external device. The reason for call was patient reported the programmer will not power on since the day before yesterday. Patient stated she tried new batteries but that did not resolve the issue. Patient stated last night she tried to check the implanted neurostimulator battery level and it was charged but the programmer would not turn on. An email was sent to the repair department to replace the programmer. (B)(6) 2024 (B)(4) (con): patient called back in stating they packaged up their old programmer to send back to medtronic, but the box is too big to put in a mailbox, and the patient could not get a hold of anyone at fedex. Agent reviewed shipping information with the patient and how to schedule a fedex pickup straight from the patient's front door. Agent transferred patient to fedex customer service at the end of the call to schedule pickup. No new information.

Manufacturer narrative:
Product ID 97740 serial# (B)(6) product type programmer, patient was sent for analysis and analysis found scratched faceplate and corroded telemetry board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the programmer will not power on since the day before yesterday. Patient stated she tried new batteries but that did not resolve the issue. Patient stated last night she tried to check the implanted neurostimulator battery level and it was charged but the programmer would not turn on. An email was sent to the repair department to replace the programmer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.